Event description:
It was reported that, "1. Drill broke while drilling second costice. Piece retrieved. 2. Mallet extension broke at threads at insertion print. Malleting was already finished."

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report. Same pt event as MDR 9610622-2008-00234.